Event description:
A physician reported a pt who was treated on 3/12/97 into the nasolabial folds, oral commissures, lateral eyes, and glabella. On 4/19/97, the pt was not happy with the correction provided by the treatment on 12 march 1997; the exact date of onset of dissatisfaction was unknown. During this visit the physician used a syringe to "milk out" some beads of collagen material around the lateral eyes. That same day, the pt received a "touch up" treatment in the oral commissures and on the chin. On 10/28/97 the pt reported to the physician that approximately 4 days after the treatment, "her throat closed up and she felt like she was gasping for breath". She alleged that these symptoms lasted for approximately one month and resolved spontaneously. The pt consulted an ear, nose and throat specialist (name unknown) some time after 7/97 (exact date unknown), who reported nothing unusual and prescribed no medical or surgical intervention. The physician did not note any significant findings on physical examination and believed the closing of the throat and gasping for breath were related to the collagen.